Event description:
Physician telephoned manufacturer to report that he operated on a tongue lesion several years ago using the surgitron ffpf. The pt developed a large hematoma and was later seen by an oral surgeon to address the hematoma. The oral surgeon debrided a large portion of the tongue. The oral surgeon informed the pt that radio frequency or electrocautery should never be used intra-orally. The physician was sued and settled the case several years ago, however, he is now in jeopardy of having his license taken away and has asked ellman international to provide literature substantiating that the surgitron is safe for intra-oral use.